Event description:
Received a report indicating the patient is experiencing blurry vision at distance. The health care provider indicated the symptom is debilitating. The iol was explanted and replaced with the same model but 15.0 diopter. Reportedly, there was no capsule tear, unplanned vitrectomy or sutures required. The patient is not on any medication outside of the standard of care. No further information was provided.

Manufacturer narrative:
Patient ethnicity: unknown, information was asked, but was not provided. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.